Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the casette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. Encountered grinding in motor a. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered an unspecified number of fluid leaks from cassettes when removing them from the cycler at the end of pd treatments (dates unspecified). It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that no alternate treatment option is available. Upon follow up with the pdrn, it was reported that they were only aware of one incident of a fluid leak which the patient informed them had occurred after treatment was completed and while removing the cassette from the cycler. The pdrn was unaware of any previous incidents of fluid leaks occurring during treatment. The patient did not experience any adverse event, serious injury, nor require medical intervention. The replacement cycler was received and there have been no further issues. The reported cycler has been scheduled for return. Attempts have been made to contact the patient for clarification on the timing of the leak and details on the other unspecified number of previous leaks, however, to this date a response has not been received. Due to the occurrence date being unknown the date of event will be reported as (B)(6) 2019.